Manufacturer narrative:
The company representative observed that the iabp was not charging the batteries. He replaced the power management board (part number: 0670-00-0767e). The iabp was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the iabp was in use on a pt, the unit would not charge the batteries. The pt was switched to another iabp and therapy was continued. No pt injury was reported.